Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) levels ranged between 200 - 300's mg/dl. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. The customer reported cartridge changes were performed to address the occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.